Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had to go to the hospital due to high blood glucose. Customer was hospitalized with a blood glucose of 550 mg/dl. Customer's current blood glucose is 136 mg/dl. Customer was vomiting and had flu-like symptoms. Customer was using a spare pump. Customer stated that there was a 911 call. Customer had diabetic ketoacidosis and was off the pump for about 11 hours prior to the 911 call. Customer declined to check for possible site or insulin issues. Customer did not receive any alarms like a no delivery alarm. The pump passed the high pressure test, displacement test, and self test. Customer was advised to do a complete set change. Customer is in the hospital and is not wearing the pump. After troubleshooting, the customer did suspend a bolus because he thought that it was too much.